Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that when digital intercommunication of medicine (dicom) data was downloaded from a picture archiving and communication system (pacs) via a network, only 500 of the 613 slices could be downloaded. An error code 732 was displayed. The parietal data was missing, so the use of navigation was abandoned. There was no reported delay, and no patient impact.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to only 500 of the 613 slices could be downloaded. A1102: applicable to the error code 732. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.